Event description:
It was reported that the patient experienced recurring incontinence due to this artificial urinary sphincter (aus) no longer functioning after more than 10 years of implant. The existing device was explanted and replaced with a new aus. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.